Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad and also insulin pump was not working. Customers stated that up button and the shortcut key were unresponsive. Down arrow button did not always respond. Customer stated insulin pump time was advanced. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.